Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Additionally, the right ventricular (rv) lead was noted to have high thresholds. The ICD was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.